Event description:
A healthcare professional reported that a handpiece occluded during surgery. Per the reporter no fluid could get through. The handpiece did not enter in contact with the patient. There was no patient impact. The handpiece was exchanged to complete the surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: one opened .3mm polymer ia bimanual set in a blister labeled was received for the report of being occluded. The sample was examined and was determined to be visually conforming. A functional flow test was performed and the cannula was occluded. The final customer lot was identified. A device history record review was conducted. No anomaly was found during the device history record review. The product was released based on manufacturer acceptance criteria. The sample evaluation has confirmed the claim of an occluded I/a tip. Discussions with the molding supplier have identified where this may occur as part of the molding process.